Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system displayed a system message and the laser was unable to be used. The laser procedure had to be done in an outpatient clinic. Additional information has been requested.

Manufacturer narrative:
The customer reported the system displayed system message (sm) ¿laser controller shutter open between firing error. Laser functions will be disabled.¿ the laser was unable to be used. The laser procedure was completed in an outpatient clinic. The company service representative examined the system and was able to replicate the reported sm. The laser controller printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The system was manufactured on september 1, 2011. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause can be attributed to a nonconforming laser controller pcb. (B)(4).